Event description:
It was reported that shortly after implanting this cardiac resynchronization therapy defibrillator (crt-d) system, this right atrial (ra) lead exhibited noise and oversensing. Upon x-ray examination, it was noted that the oversensing was being caused by a surgically abandoned lead. The patient reported experiencing discomfort, pain, and anxiety due to this event. The physician opted to adjust the slack on this ra lead. No additional adverse patient effects were reported. This ra lead remains in service.